Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited a loss of capture. A computed tomography scan indicated that the lead had dislodged. The dislodgement was further confirmed via imaging prior to the procedure. On (B)(6) 2018, the lead was removed and replaced. During the procedure, the lead's insulation was damaged after scissors hit the insulating layer. The patient was stable.